Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A syringe needle change was performed resolving the issue. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 100 units of insulin. Reportedly, the customer filled the cartridge with additional insulin and resumed insulin delivery. Customer's blood glucose level ranged from 120-122 mg/dl.